Manufacturer narrative:
Initially, two events were reported by the pts' attorney (reported to FDA via MDR #1213643-2012-00409 and 1213643-2012-00412). However, review of additional medical records showed there to be another implant. Subsequently, davol, inc. Is submitting this MDR based on the additional info received. Based on the info currently available, it is not known whether the device caused or contributed to the alleged issues experienced by the pt. Less than a month following implant of the bard flat mesh, the pt was treated for would cellulitis. The inflammation recurred twice in (B)(6) 2010. There was no indication in the medical records that the mesh was defective and remains in the pt. The pt has co-morbidities including obesity, and hypertension. The pt has also undergone numerous hernia repair and abdominal surgeries. Based on the info currently available, it is not known whether the device caused or contributed to the alleged issues experienced by the pt. Medical records indicate that the pt was treated for cellulitis inflammation is listed in the IFU as a possible adverse reaction. There was no lot number included in the medical records provided therefore, a mfg review of the device history records could not be conducted. No sample has been returned as it remains in the pt therefore, no evaluation could be performed. With the currently available info, no firm conclusions can be drawn. Should additional event and/or evaluation info become available, this file will be revisited and a follow-up MDR submitted if applicable.

Event description:
The initial attorney report alleged postoperative cellulitis with oral antibiotics after the implant of a bard flat mesh. The following based on the medical records provided by the pt's attorney: (B)(6) 2008: repair of recurrent incision hernia with implant of bard flat mesh in the right lower quadrant. On (B)(6) 2008: pt treated for wound cellulitis. On (B)(6) 2010: pt treated for wound cellulitis.